Event description:
It was reported that the cuff was popping whilst in situ with the patient requiring an emergency immediate trach change. The patient is now in hospital on intensive care because of the failed tracheostomies. Patient is awaiting new tracheostomies.

Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
D4: catalog number updated. H6: evaluation codes updated. Device evaluation: three devices were received. Visual inspection by the unaided eye under normal plant lighting revealed that devices 2 and 3 had torn cuffs. During the visual inspection of device two, the cuff showed evidence of over inflation since the cuff was blousy and not tight to the shaft. A leak test was performed on the device and a leak was detected on the underside curve of the shaft below the proximal cuff band. The cuff separated from the cuff band approximately 3 mm in length. The investigation could not definitely confirm whether the cuff tore due to over inflation or if it contacted something sharp. Since the visual inspection of device three revealed a torn cuff, no leak test was performed. The investigation could not definitely confirm whether the cuff burst due to over inflation or if it contacted something sharp. The investigation did not identify manufacturing defects with the two returned devices. A DHR review was unable to be completed as no lot numbers were provided.

Event description:
Gcm received an email on 01-jul-2024, via service cloud, from (B)(6) from the facility (B)(6) regarding a bivona tracheostomy with item and lot number unknown. It was stated that, having received the urgent field safety notice regarding bivona, they have a patient in their care who has bespoke bivona water-filled cuff tracheostomies. They have been experiencing numerous problems with the cuff popping whilst in situ. The event date is unknown. There was unknown patient involvement. (B)(6) 2024 update: gcm received an email on 10-jul-2024 from (B)(6) from the facility (B)(6) stating that the tracheostomies have been in situ with the patient when the cuff popped whilst in situ with the patient requiring an emergency immediate change. These tracheostomies are bespoke made for the patient and with so many failing the patient is a high risk of hospital admission which has ultimately happened as the patient has run out of correctly working tracheostomies. The patient is now in hospital on intensive care because of the failed tracheostomies. Patient is awaiting new consignment of bespoke tracheostomies. (B)(6) 2024 update: gcm received an email on 10-jul-2024 from (B)(6) from the facility (B)(6) stating that the incident happened with just one patient as the patient only uses the bivona tracheostomies. (B)(6) 2024